Manufacturer narrative:
Qc before the event was within lab's established ranges. A field service engineer (fse) was on-site (B)(6)2009. Fse replaced the sample probe and aligned the probe arm. No other issues have been noted since service visited. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding falsely low results generated by the unicel® dxc 800 pro synchron® chemistry analyzer. A false low total protein (tp) result of 2.1g/dl was reported and questioned by the physician. The sample was rerun and the result was amended to 6.1g/dl.an albumin (alb) result of 4.4g/dl was reported for this patient and upon repeat, the result was again 4.4g/dl.a glucose (glu) result of 20mg/dl was obtained for a second patient and upon repeat, the result was 82mg/dl.there was no affect to patient treatment as a result of this event.